Event description:
The above-mentioned substances currently are facing a pending lawsuit due to their use and subsequent adverse effects among hemodialysis patients. I have personally been effected by rapid heartbeat, fainting and severe cramping from the use of the mentioned of those medical products in my treatments. Any information or assistance you may offer would be of great benefit. Thank you.